Event description:
In 2004, the patient experienced no stimulation. The severity of the event was classified as "moderately severe". The event was attributed to the implantable neurostimulator (ins). The ins was replaced one month later. The event was considered resolved. It was not reported that the device was explanted. In 2006, the patient experienced a loss of effect. The severity of the event was classified as "moderately severe". The event was noted to be probably related to the implantable neurostimulator (ins). The ins was replaced at about 5 weeks later. The event was considered resolved. It was not reported that the device was explanted. In 2008, the patient experienced a loss of effect. The severity of the event was classified as "moderately severe". The event was noted to be probably related to the implantable neurostimulator (ins). The ins was replaced at approx 4 months later. The event was considered resolved. It was not reported that the device was explanted.